Event description:
It was reported that the user experienced persistent high glucose readings after an infusion set change for the ilet, with a fingerstick peak of 526 mg/dl and subsequent readings trending down to 460 mg/dl after site replacement and guidance to avoid scar tissue. The event was associated with an infusion set deployed incorrectly as scar tissue prevented proper insulin absorption, and the device component involved was the infusion set. Symptoms included hyperglycemia and shakiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method related to infusion set handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.